Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.

Event description:
It was reported that the patient alleges that the insulin cartridge was leaky. The patient experienced elevated blood glucose levels as high as 227 mg/dl. After changing the insulin cartridge, the blood glucose levels returned to normal. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.